Manufacturer narrative:
E2, e3: initial reporter's title is endoscopy technician. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation for the distorted images with snowy images and static, and the buttons that change the screen not working, it was noted the probe unit being cut. A definitive root cause could not be identified. Additoinally, the investigation noted the light guide cover glue peeling. External force is considered to have been applied to the distal end as many damages can be seen at the distal end; however, the cause could not be identified. The instruction manual states: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for use, the unit¿s display was distorted with snowy images and static and the buttons that changes the screen did not work. There was no patient injury reported. The unit was returned for evaluation and found the scope¿s probe unit cut with glue peeling on the light guide cover which is considered a reportable malfunction.

Manufacturer narrative:
The event date is (B)(6) 2021 when the scope's probe damage was noted. The reporter¿s occupation and health profession are unknown at this time. Further inspection of the device confirmed the user¿s complaint of the ¿buttons that change the screen were not working. The camera switch was found not be working. The elevator inlet was found loose and leaking. The bending section glue was noted to be cracked. The scope image was noted to be intermittent and flickering with multiple broken elements. The control body of the scope and scope connector was found to have fluid invasion. The scope ID chip showed 136 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.